Manufacturer narrative:
Smith & nephew is submitting this report pursuant to the provisions of 21 c.f.r. Part 803. This report may be based upon information which smith & nephew has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, smith & nephew, or its employees, that the report constitutes an admission that the device, smith & nephew or its employees caused or contributed to the potential event described in this report. (B)(4).

Event description:
On the literature review " combined procedures with unicompartmental knee arthroplasty: high risk of stiffness but promising concept in selected indications", it was reported that, after undergoing a navio-assisted uka procedure using journey ii uni system, seven (7) patients experienced persistent stiffness. These events were treated by an arthroscopic arthrolysis. No further information is available. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.

Manufacturer narrative:
The devices were not returned for evaluation and the reported event could not be confirmed. The clinical/medical investigation concluded that, per the complaint details, seven navio¿-assisted uni-knee study patients (sited from a retrospective analysis literature review) were treated with an arthroscopic arthrolysis due to persistent stiffness. Reportedly, all but one patient recovered range of motion. As of the date of this medical investigation, the requested clinical documentation has not been received. Reportedly, no further information is available. The author has provided radiological assessment of the imaging within the text; therefore, further analysis is not warranted. Without the requested medical documentation, definitive clinical factors which could have contributed to the reported event could not be concluded. The patient outcome beyond that which was reported could not be determined. No further medical assessment can be rendered at this time. At this time, we have no reason to suspect that the products failed to meet any product specifications at the time of manufacture. Some potential probable causes could be alignment or fit/size of device used. The contribution of the devices to the reported event could not be corroborated. Based on this investigation, the need for corrective action is not indicated. Without the return of the actual products involved, our investigation could not proceed. Should the devices or additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.internal complaint reference number: b)(4).